Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, three (3) tubes underfilled and also exhibited black granular foreign matter on the tube wall. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, three (3) tubes underfilled and also exhibited black granular foreign matter on the tube wall. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo underwent visual inspections for signs of underfill and foreign material, with no failures in either category. Additionally, 30 retained samples were visually inspected for foreign material, and all passed the inspection. Furthermore, 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.